Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified visually in dialysate and with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 200-250cc. Treatment was resumed with new disposables and completed without further incident. Hcp stated the pt received 1.5gms IV vancomycin and 120mg IV tobramycin as prophylaxis at the end of treatment. Blood was also drawn for hepatic panel, cbc, and metabolic profile per md order. No pt injury resulted from incident.